Event description:
Customer reports to have received a battery out limit alarm during normal use. Customer's blood glucose was unknown. Customer was assisted in reprogramming time and date. Customer was advised to contact healthcare professional to assure that progarmming are correct. Customer was advised that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)